Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter got stuck while intubated in a patient. The resistance was noted upon removing the catheter. About half of the sensors were already extubated at that time. A cotton swab was used to help guide the catheter out of the nares. The patient was tolerating with ease and no resistance was met when using the cotton swab to guide. The patient did not experience any injury or any discomfort. It was noted that there was no damage to the catheter. The device worked correctly during the previous procedure.